Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned with the helix found retracted and clogged with blood/ tissue. X-ray examination found the inner coil was over torqued at the connector region consistent with procedural damage. No anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field was found. The cause of the reported event was isolated to the blood/ tissue in the helix region and over torque of the inner coil. Electrical testing was normal between conductor paths due to over torqued inner coil inside the connector region consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the novel lead had retraction problem. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.